Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, two staff members used to the lift to transfer the patient from bed to wheel chair. The patient was in the lift in the air between the bed and the wheelchair. The cradle began to tilt to the right and the patient's right leg straps came off the cradle. The resident slid out of the sling. The sling retention clip did not spring back up when the sling strap was put onto the cradle. The patient was transported to the ER for evaluation and sustained a contusion on the back of the head. After the incident, the lift was secured by maintenance, new parts were ordered and the sling retaining assembly was replaced by facility maintenance. The don and facility maintenance inspected the lift after the sling retaining assembly was replaced and the lift was returned to service. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the sling retaining assembly returned to joerns for investigation. As of this writing, the sling retaining assembly has not been returned.